Manufacturer narrative:
(B)(4).

Event description:
The patient reported she normally gets a pat down when she going through airport security. The patient reported that, one time she decided to go through the security gates since she was in a rush, she immediately got really sick after. The patient got worse but stated she was not sure if it was due to going through the security gates or not. Patient wanted to know why nobody has been following up on her. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.